Event description:
It was reported that a homechoice automated pd set w/cassette leaked "from a small hole on the cassette surface". This occurred during setup for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and no abnormality was observed. Functional testing was performed which included under water pressure test with no leak observed and self-test and priming with no abnormality observed. The reported condition was not verified. The device met specification. Should additional relevant information become available, a supplemental report will be submitted.